Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, clips didn't fully close. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.